Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and non capture. It was further reported that the rv capture management alert was not triggered. The rv lead and implantable pulse generator (ipg) were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.